Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 13735950/13735950, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that stimulation was not benefiting the patient. The patient underwent an explant procedure per physicians preference. No device malfunction was suspected.